Manufacturer narrative:
The event of premature battery depletion was not confirmed. The device was at end of service (eos) level upon receipt. Analysis performed did not show any anomalies. Session record was reviewed, no sudden drop in voltage or high current was noted. Autocapture was enabled and operated in high output mode at times, when automatic settings are programmed, the device output would adjust itself to accommodate the patient¿s needs for pacing, thus affect the projected longevity of the device. Longevity assessment was performed, and device has exceeded the projected longevity and is considered normal battery depletion.

Event description:
It was reported that the patient presented in clinic for generator exchange. Physician mentioned that the battery life was short on the pacemaker. The physician elected to explant and replace the pacemaker. The patient was in stable condition.